Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9811 apollorf¿ mp90, aspirating ablator, 90° batch number 66436317, was received for investigation. No functional testing was performed due to the detached aspirating probe face. Visual evaluation found that the aspirating probe electrode face was detached. This is a known manufacturing issue. Refer to (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, rotator cuff surgery after 6 minutes of use, the ablation field detached from the electrode tip. The detached tip was retrieved from patient. The skin incision had to be extended from arthroscopic to mini-open. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.